Event description:
It was reported that the ilet screen was cracked after the user experienced a fall at a rehabilitation center, and a replacement device was provided with instructions for returning the original; blood glucose levels reportedly remained in range and unaffected. Symptoms included no adverse clinical effects. Outcomes included uninterrupted therapy and no medical intervention. Investigation included collection of incident details, review of user-reported photos of the damaged screen, and return of the original device for assessment. Investigation of this case revealed external physical damage to the display consistent with impact, with no reported device alarms or therapy disruption. It was concluded, based on previously established findings for similar reports, that the cause was user handling damage unrelated to device malfunction.

Manufacturer narrative:
Device was received and evaluated by beta bionics. User complaint of touchscreen damage was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.